Manufacturer narrative:
Reported event was unable to be confirmed with the information received. Device history records and complaint history were unable to be reviewed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has been indicated for a knee revision due to unknown reasons. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.